Manufacturer narrative:
(B)(4). Follow up for device evaluation. One sample was provided to our quality team for investigation. Upon visual inspection, we observed that the tip of the device had broken off, verifying the reported incident. A device history review was performed for reported lot 2501078. No deviations or non-conformances were identified during the manufacturing process that could have contributed to this observation. As part of our standard quality process, final products from this manufacturing line undergo both visual and functional inspections at multiple stages. No issues related to the reported condition were identified during these inspections. Additionally, six retained samples from batch 2501078 were requested for investigation. No tip damage was observed, and all samples connected and disconnected from a luer fitting without issue. Based on the available information, we are unable to determine a root cause linked to our production process at this time. It is possible that the tip may have broken due to the force applied during use.

Manufacturer narrative:
H11 -a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Description: the tip of the luer-lock syringe broke off in the tap during infusion. Additional information: the patient did not suffer any significant damage apart from a longer treatment time due to the replacement of the devices incriminated in this material vigilance.